Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) case, the physician inserted the injection gold probe bipolar catheter into the egd scope, once deployed, the needle would no longer retract back into probe. Used another of the same device to complete the case with no pt complications.